Manufacturer narrative:
Corrected information has been provided in h.6. (FDA product code). The company service representative examined the system and was able to confirm and replicate the reported event. The company service representative found the system footswitch to be nonconforming. The company service representative tightened the screws of the pedal shaft and motor gear screws to address the reported event. The system was then tested and met all product specifications. The system manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. Additionally, the customer wanted the footswitch and cable to be replaced. Later, the company service representative replaced footswitch and footswitch cable as a preventative measure (pm). The system was then tested and met all product specifications. The root cause of the reported event can be attributed to the pedal shaft and motor gear screws becoming loose within the system footswitch. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A health professional reported the system cut out mid surgery. The case was completed without patient harm. Additional information has been requested but not received.